Event description:
It was reported by service report that the footboard was not functioning properly, and there was a piece of material stuck between the footboard and the frame connector. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: inoperative footboard due to a piece of material stuck between the footboard and the frame connector.